Event description:
It was reported that at the 6-week post-operative visit, device interrogation showed there were numerous short v-v intervals in the greater than 250 bpm range, suspected to be caused by oversensing of noise. Extensive arm provocation maneuvers were performed as well as pocket manipulation near the device's header; however, this did not elicit any ventricular oversensing. X-rays were taken and did not show an issue with the device setscrew but did show that there was not a lot of slack on the right ventricular (rv) lead. Technical services discussed the episode showing noise on all channels occurred on the day of implant and may have been related to the implant procedure. The local boston scientific sales representative noted there were no other events in the remote monitoring system or provided by the clinician to evaluate at this time. Technical services discussed that without events it would be difficult to determine the cause; however, there could potentially be oversensing of the right atrium, as the shocking coil appears to be near or across the valve. The patient was admitted to the hospital for further evaluation. No adverse patient effects were reported. This rv lead and the device remain implanted and in service.

Event description:
It was reported that at the 6-week post-operative visit, device interrogation showed there were numerous short v-v intervals in the greater than 250 bpm range, suspected to be caused by oversensing of noise. Extensive arm provocation maneuvers were performed as well as pocket manipulation near the device's header; however, this did not elicit any ventricular oversensing. X-rays were taken and did not show an issue with the device setscrew but did show that there was not a lot of slack on the right ventricular (rv) lead. Technical services discussed the episode showing noise on all channels occurred on the day of implant and may have been related to the implant procedure. The local boston scientific sales representative noted there were no other events in the remote monitoring system or provided by the clinician to evaluate at this time. Technical services discussed that without events it would be difficult to determine the cause; however, there could potentially be oversensing of the right atrium, as the shocking coil appears to be near or across the valve. The patient was admitted to the hospital for further evaluation. No adverse patient effects were reported. This rv lead and the device remain implanted and in service. Additional information: further information was provided from the field indicating that the patient underwent a lead replacement procedure. No additional adverse patient effects were reported. The short v-v counts were a result of atrial oversensing on the ventricular lead, although the clinic was unable to reproduce any episodes of this or induce any noise. It is currently unknown as to whether this lead is available for return. A return request has been submitted to the field. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.